Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units buttons on monitor not working. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) investigated the complaint with touch screen error. Fse could not reproduce the reported errors. Reviewed the failure logs and found no failures. Functional testing completed without any issue. No problem found. Cardiosave services completed. Safety, calibration, and functionality checks completed to factory specifications. The equipment was cleared for customer use.